Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by fever, nausea, vomiting and cloudy effluent. The patient was not hospitalized for the events. On the same day as the onset, the patient began treatment with ancef (intraperitoneally (ip), dose and frequency not reported) and levaquin (orally, dose and frequency not reported) for peritonitis. On an unreported date, the patient was retrained on aseptic technique. Eighteen days after starting antibiotic therapy, the patient discontinued the antibiotic therapy. The patient was recovering from the peritonitis event. No additional information is available.